Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient was not receiving alerts from smart phone. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the not receiving alerts from smart phone could not be determined. A root cause could not be determined.